Event description:
(B)(4). Initial information for this spontaneous case was received from the office manager of a physician on behalf of the physician, on 21-feb-2008, with additional information received on 25-feb-2008: this (B)(6) female patient received treatment of injectable poly-l-lactic acid (sculptra); injections were in the cheek area, along the "supraintraorbital realm" for the treatment of depression under bilateral eyes; poly-l-lactic acid was reconstituted with 5 cc sterile water with 1 cc lidocaine. Therapy dates and doses are as follows: (B)(6) 2005 (5.3cc), (B)(6) 2005 (2.7cc, right) and (2.8 cc, left,) and (B)(6) 2006 (6 cc total). The treatments do not continue. The patient developed firmness, tenderness, and swelling under the eyes. The patient noted the adverse effects a few months after, on an unspecified date in 2007, but recently, (date unspecified,) the firmness is much worse, and the swelling started up again. The reporter noted that she has no further information about the "nodules." Outcome is ongoing at the time of this report. Patient is receiving no concomitant medications, and medical history was reported as lumbar fusion and tmj (temporo-mandibular joint) repair. Lot number/expiration date not specified. Not further medical information reported.

Manufacturer narrative:
Additional information for poly-l-lactic acid injectable (sculptra) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional information dated 28-feb-2008 received by (B)(4) on 05-mar-2008, via email from company sales representative via mis: company representative received request from physician for follow-up form to be sent to physician concerning the above-reported adverse event discussed on 25feb08. No additional medical information provided.